Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient's handset was not connecting to the pump since 9 months prior to this report. The communicator had to be charged constantly. The handset was stalling at 90%. The patient got 12 boluses a day. Patient services assisted the patient with clearing the data on the handset and confirmed that the communicator was charged to 90%. Troubleshooting steps taken with patient services resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID tm90t0. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer via a clinical study indicated that when they were trying to bolus the handset was lagging at 90%. Caller stated they have been trying to delete the data but they were missing a step. During the cl they were able to deletethe data and connect to the pump with no lag.